Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured upon second inflation at nominal pressure for 1 minute. The device was removed without any problems, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.